Event description:
It was reported that during the procedure to treat the target lesion in the right coronary artery, the 2.75 x 12 mm trek dilatation catheter was inflated; however, upon angiography, the balloon was not seen to be inflating. The device was removed without difficulty. Upon removal, contrast was noted to be leaking from a pinhole in the balloon. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and the reported balloon rupture could not be confirmed, however, a leak was noted from the inner member thus consistent with the reported information. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exception for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.